Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 24.9 mmol/l, at the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer reported that the infusion set was leaking. At the time of quick review insulin was exited from the set. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.